Event description:
According to the reporter, after a week of intubation, the cuff of the device started to leak indicated by low return volume. After assessment, the cuff pressure was found low. The cuff was aired, but the leak was continuous. The patient had a replacement of the tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.